Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump(iabp) that the device had screen problem. There was no patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.